Manufacturer narrative:
The devices sc-1216 serial number 784562 and sc-2218-50 serial numbers 7156784 and 7160768, were not returned for analysis and the complaint as reported could not be confirmed. However a labeling review did not reveal any anomalies as it states: tissue reaction to implanted materials can occur and possible surgical procedural risks are: temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis are known risks with the use of spinal cord stimulation (scs). Based on the available information, boston scientific has assigned and investigation conclusion code: known inherent risk of device. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7160768. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7156784. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information received indicated the scs patient develop an infection at the surgical site. To address this the underwent a revision procedure where in the implantable pulse generator (ipg) and the leads were removed and replaced. The current location of the device remains unknown. No additional adverse effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7160768, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7156784, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information received indicated the scs patient develop an infection at the surgical site. To address this the underwent a revision procedure where in the implantable pulse generator (ipg) and the leads were removed and replaced. The current location of the device remains unknown. No additional adverse effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).